Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the plunger of the bd luer-lok syringe before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that foreign matter was found on the plunger of the bd luer-lok¿ syringe before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. However, quality has previously reviewed, evaluated and investigated this failure mode. Corrective and preventative action was opened to investigate particulate foreign matter on this machine. CAPA 128948. A device history review could not be carried out as the batch number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that foreign matter was found on the plunger of the bd luer-lok¿ syringe before use. There was no report of exposure, injury, or medical intervention noted.